Event description:
It was reported that 1 bd¿ oral syringe each from lots 6001622, 1266649, and an unspecified lot had liquid in them. The following information was provided by the initial reporter: "customer states that when the packaging was opened, there was a condensation on the end of the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6001622. Medical device expiration date: na. Device manufacture date: 2016-01-01. Medical device lot #: 1266649. Medical device expiration date: na. Device manufacture date: 2021-09-23. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd¿ oral syringe each from lots 6001622, 1266649, and an unspecified lot had liquid in them. The following information was provided by the initial reporter: "customer states that when the packaging was opened, there was a condensation on the end of the syringe."

Manufacturer narrative:
H6: investigation summary: five hundred 5ml amber oral syringes (p/n 305208) were received from batch #1266649 along with seventy nine loose samples. The samples were visually evaluated. Each syringe was found to be acceptable per product specification. Any liquid/condensation noted in the syringe appeared to be silicone lubricant used in the assembly process and was of the normal expected amount. The syringes from batch #6001622 have been expired since november 2021. Bd does not make claims of the efficacy of expired product. Since the complaint defect was not identified and the syringes received were acceptable per product specification no corrective actions are necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.